Manufacturer narrative:
Additional info: additional information was received and reports that the optic edge caused a large tear in the posterior capsule. Device available for evaluation ¿ yes, returned to manufacturer on 01/30/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. The lens was observed cut in two pieces probably related to the removal process. Visual inspection at 10x microscope magnification revealed that the lens edges (not related to the cut) on both pieces of lens are smooth including the haptics. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted; give date: na (not applicable) the lens was removed during insertion. If explanted; give date: na (not applicable) the lens was removed during insertion. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from the left eye during the initial procedure as a capsular tear was noted when the lens was rotated in the eye after insertion. A vitrectomy was performed. No replacement lens was implanted. No further information was provided.